Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. There was a leakage in the instrument channel due to a pinhole. The light guide lens was broken. The insertion section and remote switch were damaged. The suction cylinder was scraped due to the cleaning brush. The resin of the universal cord was floated. The instrument channel was buckled and deformed. The insertion tube was deformed. The amount of light emitted from the light guide lens was decreased. There was evidence of flooding inside the device. The adhesive of the bending section rubber was broken. Due to the extension of the angle wire, the angulation was insufficient and there was play in the angulation control knob. There were wrinkles on the bending tube. The device was sent to olympus medical systems corp. (Omsc) for further investigation. As a result of the investigation by omsc, the following was confirmed. The inside of the air/water nozzle was clogged with black sticky material. As a result of component analysis of the foreign material in the nozzle, it was a silicon-based resin (rubber). Silicone rubber is used for packing of air/water valve, packing of water container port, rubber of injection tube mounting part, etc., so debris may have entered the air/water nozzle due to deterioration and may have become clogged. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus service operation repair center (sorc) due to insufficient air supply and water supply. Sorc inspected the device and found that the air/water nozzle was clogged with black foreign material, and that the nozzle clogging caused defects in the air feeding and water feeding functions. There was no report of patient injury associated with the event.